Manufacturer narrative:
Follow-up #1: date of submission 03/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2016 with the following findings. On investigation, the alleged no power issue was not duplicated in the evaluation. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up to a blank display screen with auditory and vibratory features. Due to the blank display screen, the remaining testing could not be completed. The incident of the blank screen may potentially lead the user to suspect the pump had no power when, in fact, power was present as evidenced by the auditory and vibratory features on start-up. Pump casing was opened and a cracked display screen was found. A clear and legible display was restored when the damaged screen was replaced with a test screen. Unrelated to the complaint, battery compartment cracks were found, at the threads area on the side of the compartment, above and below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had lost power. Reportedly, there were no damages to the battery compartment or cap, and the cap was able to secure properly on to the pump. It was noted that there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.